Event description:
It was reported that difficulty maneuvering the stent on the guide wire was encountered. The lesion being treated was a moderately calcified and moderately tortuous circumflex (cx). The physician felt resistance when moving the stent to the lesion on the choice pt guide wire. The physician was able to place a taxus express2 8.8% 3.0 x 8 mm drug eluting stent in the cx. The physician was then able to deploy the stent but encountered resistance when attempting to remove the stent delivery device. The physician had to remove the wire and the stent delivery device as a unit. There were no pt complications.